Event description:
The customer reported that the surgeon was unable to pull the trigger to advance the knife blade and could not cut patient tissue. There was no injury to the pt. The device was returned to covidien and visual inspection discovered that the clear insulation is damaged.

Manufacturer narrative:
(B)(4). The clear insulation was damaged. The device failed hi-pot testing.